Event description:
Livanova USA inc. Received a report related to the disconnection of the arterial line from a competitor oxygenator during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova USA inc. Manufactures the customized perfusion tubing pack. The incident occurred in washington, district of columbia. Through follow-up communication, livanova learned more detail on the event occurred. The dry circuit was setup a couple days before the scheduled surgery and a tie band was placed on that connection, made by the customer. After about 45 minutes into bypass, the arterial line assembled to a competitor oxygenator disconnected causing blood loss from the line onto the floor. As countermeasure, the surgeon quickly assisted in clamping the arterial line, and the perfusionist promptly made an airless connection and re-connected the arterial line to the oxygenator. The patient was extubated in the operating room and no complications have been noted. In addition, it was learned that the arterial line remained disconnected for seven (7) seconds until it was re-attached, with a total amount of blood loss equal to 400-800 ml. When the line snapped off the oxygenator port, blood flow was 4.06 l/min with a line pressure of 151 mmhg. No pre-membrane pressure value was recorded. As troubleshooting, the connection was re-did and secured with two tie bands, and no further leakage events occurred. No picture was taken during surgery, and no product was retained for analysis. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: based on the available data and considering that the involved connection is not performed in livanova manufacturing, the most likely root cause of the complained event was an improper assembly of the arterial line by the perfusion team reasonably consisting of in the cable tie not securely fastened, that was progressively loosened by the high blood pressure values reached during bypass until the disconnection.